Event description:
Reporter indicated the "patient noticed drainage at the incision site on his neck in 2007. He was prescribed antibiotics with no improvement. The patient underwent debridement surgery the following month. A PICC line was inserted and patient will receive 6 weeks of IV antibiotic treatment."

Manufacturer narrative:
H6: device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution vns therapy labeling lists infection as a potential adverse event, related to surgery.